Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. The patient was noted to have been engaged in intercourse at the time of the delivered therapy. The observed noise was suspected to be due to high amounts of movement from the patient. Noise was able to be reproduced with manipulations. Technical services (ts) discussed programming options to mitigate further inappropriate therapy. Additional information was received that this device again exhibited myopotential oversensing resulting in another inappropriate shock. This system was then reprogrammed to then reprogrammed to the alternate vector and will continue to be monitored. This device remains in service. No adverse patient effects were reported.